Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: h6: FDA method code(s): b01 h6: FDA results code(s): c07, c0706 product event summary: the partial delivery system was returned without the tether and tether pin. The device was also detached from the delivery system. The lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled at 5 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted articulation, deployment and flushing could not be performed due to the condition of the delivery system. No clots were readily visible at time of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-mar-2022 / serial#: (B)(4), UDI #: (B)(4), yes, return date: 04-nov-2020, no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 01-oct-2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the leadless implantable pulse generator (ipg) was positioned several times in the right ventricle (rv) without capture. On the fourth attempt, high impedance was reported. The ipg was taken out and a large clot was removed along with fibrotic tissue from a lead extraction just prior to the implant. The ipg was cleaned and positioned back into the rv septum. The tether was cut and the ipg had a loss of capture. The ipg was removed and replaced. No patient complications have been reported as a result of this event.